Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the screen had an error as patient data was not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer database sql cumulative update 26 had caused an error on the home screen. A technical support specialist (tss) dialed into the server, restarted the carefusion coordination engine (cce), and deployed the package interface services utility. Tss found that there had been an issue with purging old data from the message backup database and worked on correcting the issue. There were no further issues with drive space on the d: drive of the data base (db) server since the purge kept the database at a normal size. The message backup table had been about 34 gb and was reduced to 5.5 gb. Tss followed up in case the issue persisted on the database server. The reason for this had typically been a lack of system resources such as disk or memory, or in some cases, database corruption. Tss brought down cce services on so the customer could update the remote sql db server and then brought cce services back up and verified messaging. Once completed, the case was placed back in my queue so I could verify thatthe db backup issue with the database had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the screen had an error as patient data was not current. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.